Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The user facility reported similar events from the same product code/lot number combination. See MDR 2243441-2017-00207. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product code/lot# combination.

Event description:
The user facility reported that when the evolution was deployed the collagen and anchor were pulled all the way out of the body of the patient. It was reported that the patient condition was fine. It was reported that the procedure outcome was fine, held manual pressure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angio-seal evolution us device was received for evaluation at terumo medical corporation in (B)(4). The hemostatic sheath and carrier tube assembly were returned mated. The header bag was returned as well. No other accessory components were returned. Visual inspection revealed the deployment sleeve was in the full rear lock position. Approximately 9.375" (si#: 6246) of suture was released from the device as measured from the carrier tube assembly tip to the tamped collagen sponge. The anchor was missing from the suture, and the compaction tube was pulled beyond the green marker, which was fully visible. The button was stiff. Before dismantling the angio-seal evolution, the gap between the upper and lower handle was measured to be 0.0220" (si#9365, date of calibration: 2/21/2017). After gross visual analysis, the upper handle was removed from the lower handle to expose the gearbox assembly. The gearbox was seated properly with no anomalies with gear seating or suture alignment. Two turns of suture remained on the spool of the assembly. A microscopic view of the collagen sponge confirmed no suture was attached. Functional testing on the gearbox assembly was performed by turning the gear counter clockwise. The rack and compaction tube advanced without resistance. The complaint can be confirmed for anchor detachment as the anchor was missing from the returned device. No functional anomalies were observed with the returned device. The cause of the anchor detachment is unknown. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.